Event description:
The physician reported he had experienced significant friction when he attempted to put the guidewire backwards into the neurovascular stent system. The physician reported after couple of attempts, he managed to insert the wire. However, when he tried to pull the introducing device which passes through the stent's lumen to help the wire introduction out, the stent came out with the device. The physician reported he completed the procedure with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation, as it was discarded by the hosp. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history report and a supplemental report will be submitted at that time.